Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that blades were not working appropriately. The event occurred during surgery. Needed to take addition skin. There was a little delay of 5 mins. No other adverse events were reported as a result of this malfunction.

Manufacturer narrative:
On january 22, 2019, it was reported that the blades are being chewed up damaging. Per follow up it was stated blades were not working appropriately. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3/4 width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was july 28, 2010 where it was reported that the device needed preventative maintenance and the ball detent, reciprocating arm, seal and retaining ring, poppet assembly, thickness lever, bearings, motor, and o-ring were replaced. This is not a related issue. Product review of the air dermatome on february 7, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The 1 inch and 2 inch width plates had visible damage. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the 1 inch width plate, 2 inch width plate, lever die cast, ball plunger, bearings, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no blades were returned for evaluation. No issue was found with the device during the product review that would have attributed to the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. No blades were returned for evaluation. No issue was found with the device during the product review that would have attributed to the reported event. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.